Manufacturer narrative:
Product event summary evaluation summary (B)(4): the generator was returned, and analysis confirmed the customer comment that the light emitting diode (led) flex was out of specification but was unable to confirm the customer comment that there was no output. Analysis also found that the high rate cover was broken. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during preventive maintenance, two issues were found with the external pulse generator's (epg) rapid atrial pacing (rap). The display was missing segments, and when the deliver button was pressed, there was no output. The epg was returned for repair. There was no patient involvement.

Event description:
It was reported that during preventive maintenance, two issues were found with the external pulse generator's (epg) rapid atrial pacing (rap). The display was missing segments, and when the deliver button was pressed, there was no output. The epg was returned for repair. There was no patient involvement.